Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to damaged o-ring and/or gasket. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after surgery, it was observed that the foot control device was leaking oil. According to the report, an oil puddle was noticed on the floor. It was not reported if there were any delays in the scheduled surgical procedure or if a spare device was available for use. Here was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.